Event description:
Nurse went into patient room to titrate drip and noted fluid on floor next to IV pump. Fluid noted leaking from IV pump. Nurse opened door on IV pump and fluid squirted out from soft part of tubing at top. Hole noted in tubing. Tubing removed and replaced with new tubing.